Event description:
It was reported that on (B)(6) 2022 a novasure procedure was performed with the intention of removing an iud, and the para guard was left inside. 10 days after the physician saw the patient was healthy with no injury. The physician also shared that at the time of the ablation performed, a laparoscopic tubal ligation after the ablation was complete, and did not see anything at that time as far as injury/perforation on the uterus. The physician offered that the patient could leave the iud in place, but the patient opted to have it removed. The physician used a bertocchi scope with hysteroscopic graspers and successfully removed the iud in one piece this morning. No further injury was reported.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.